Event description:
Physician's note of 1/2/81 states about a week ago (i.e. December 1980) pt heard a "snap" from her right breast. Subsequent notes show pt had pain in her left breast in the upper outer quadrant near axilla when she used her arm strenously. Pt had slight tenderness and a red spot on right axilla, right breast had a low grade capsular contracture and dr performed a closed capulotomy. A pea-sized moveable nodule was found in the right breast. Pt later had pain and numbness in her left forearm and she had formed a grade ii-iii capsular contracutre bilaterally. Pt had a right breast biopsy which was consistent with lipoma and she had a cyst on her left side. Upon removal of the left breast the implant was found to be intact but there was a thin sticky film on the surface of the implant from gel bleed. A small mass was excised from left breast and the left breast capsule was found with chronic inflammantion and granulation tissue formation.